Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to aspirate is confirmed but the exact cause is unknown. One 4 fr groshong nxt catheter was returned for investigation. The catheter extended up to the 59 cm depth marker. The catheter was flushed with water though the stylet connector with a 12 ml syringe and was found to be patent to infusion. An attempt to aspirate was unsuccessful with and without the stylet in the catheter. Microscopic evaluation of the valve slit revealed no apparent damage. Silicone oil was applied to the valve location. The catheter was able to aspirate successfully after the application of the oil. The lack of silicone oil is a likely contributing factor to the complaint of unable to aspirate but it is unknown if clinical procedures and conditions affected the condition of the returned sample; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of rebx0816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming, saline flush was performed to confirm blood backflow function of the valve, but blood was allegedly unable to be aspirated. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming, saline flush was performed to confirm blood backflow function of the valve, but blood was allegedly unable to be aspirated. There was no reported patient involvement.